Event description:
It was reported by svc report that the power inlet module was damaged. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Broken fuse drawer.